Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a component of the programmer was out of specification which contributed to the reported anomaly.

Event description:
It was reported that the programmer would not power on and upon attempt, the smell of burnt plastic was noted. Physical damage was also noted.